Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump was delivering inappropriate infusion. The dose gave patients less than what was entered. There was no patient injury reported.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals are intact, and the device is in good physical condition. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. The flow accuracy test was reviewed and revealed the pump?s accuracy was in factory spec. No problems were found with the pump, and the pump passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.